Manufacturer narrative:
An evaluation of the device cannot be performed as the device was disposed of. Additional information was requested and if it becomes available will be submitted in a supplemental report. Disposed of.

Manufacturer narrative:
An event regarding osteolysis involving an omnifit liner was reported. The event was confirmed. Method and results: device evaluation and results: visual, dimensional and functional analysis could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records indicated the following: in this young man¿s greater than twenty-five year history of multiple reconstructive surgeries for bilateral hip disease, there is no evidence of clinical problems related to factors of faulty component design, manufacturing or materials. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the referenced lot. Conclusions: the event of revision due to wear and acetabular osteolysis was confirmed. The device was not available for further evaluation. Clincian review of the provided information concluded in the subject patient's greater than twenty-five year history of multiple reconstructive surgeries for bilateral hip disease, there is no evidence of clinical problems related to factors of faulty component design, manufacturing or materials. If additional information becomes available, this investigation will be reopened.

Event description:
Revised right total hip due to osteolysis.

Event description:
Revised right total hip due to osteolysis.